Event description:
It was reported that the customer was taken to the ER twice due to hypoglycemia. The customer is a nurse in the hospital and required treatment by the ER staff. The customer's blood glucose reading was 23 mg/dl on the first occurrence and 18 mg/dl on the second. Troubleshooting was performed, and the insulin pump was programed and reading the reservoir volume currently. The customer was not connected during priming. Both events occurred after the customer took insulin to treat for a high blood glucose reading. The prime, displacement, and high pressure tests passed. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.